Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24282. It was reported the patient experiences episodes of over-stimulation at the ipg site when charging and adjusting stimulation. Additionally, the patient experiences ineffective stimulation since being involved in a minor motor vehicle accident (mva) as well as riding on an all terrain vehicle (atv). Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.